Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus on main drawer 2.1 and 2.2, and recovery did not work. The field service engineer guided the customer to turn off the machine for 10 minutes and then turn it back on, which resolved the issue. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.